Manufacturer narrative:
Exact date unknown, event occurred in 2014.

Event description:
It was reported that the patient was having irritation and pain at the pocket site. During the spinal cord stimulator revision procedure the physician was unable to move the leads due to scar tissues. The patient underwent an explant procedure wherein all device components were explanted. Explanted ipg was discarded by the medical facility.